Event description:
An adhesive issue was reported via e-mail with the adc sensor. The sensor prematurely detached after one (1) day of wear and the customer was unable to obtain readings and monitor glucose levels. The customer was unable to self-treat, requiring unspecified help from third-party. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in report is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported via e-mail with the adc sensor. The sensor prematurely detached after one (1) day of wear and the customer was unable to obtain readings and monitor glucose levels. The customer was unable to self-treat, requiring unspecified help from third-party. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.